Manufacturer narrative:
(B)(4). Therapy dates - the reporter stated that the event occurred ¿about a month¿ before the report date. The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.